Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one opened foil packet with a needle of product code vcp433 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was not received for evaluation. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the pull off occur during use on the patient or before use on the patient? During use on patient a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent plastic surgery for a burn on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.